Event description:
It was reported that the customer had air bubbles in the tubing. Customer stated that she had to disconnect from the quick release and remove the air bubbles. Customer stated that she has had to do this many times lately. Customer did not rewind with a reservoir in place. Customer was not able to disconnect from the quick release at this time because she was in a public place. Customer stated that the insulin was stored in room temperature. Customer was instructed to tap the reservoir to gather the small bubbles into a large one and to push air back into the insulin vial. Customer was advised to return the set and reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.